Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0402 is being used to capture the reportable event of hypersensitivity/allergic reaction. Patient code e2336 is being used to capture the reportable event of shock. Patient code e0119 is being used to capture the reportable event of loss of consciousness. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a severe adverse reaction, similar to anaphylactic shock, immediately after undergoing the placement of spaceoar hydrogel in the perineal area. The patient lost consciousness and was rushed to a nearby hospital, where their level of consciousness improved slightly. The physician has requested a sample for a patch test to further investigate the cause of the reaction. The patient had a medical history of traumatic subdural hematoma, but no known allergies. The procedure was performed using local anesthesia, and the surgeon had extensive experience with over 100 similar cases. Despite this, the patient's reaction was unexpected and severe. The physician believes that the patient suffered anaphylactic shock due to the placement of the hydrogel. Despite bsc's efforts, no further patient health information, underlying health concerns, details on the event and the patient's course after the event, or details regarding post procedure monitoring and observation have been received to date. If bsc receives additional pertinent information, it will be provided to the FDA in a supplemental medical device report.

Event description:
It was reported that a patient experienced a severe adverse reaction, similar to anaphylactic shock, immediately after undergoing the placement of spaceoar hydrogel in the perineal area. The patient lost consciousness and was rushed to a nearby hospital, where their level of consciousness improved slightly. The physician has requested a sample for a patch test to further investigate the cause of the reaction. The patient had a medical history of traumatic subdural hematoma, but no known allergies. The procedure was performed using local anesthesia, and the surgeon had extensive experience with over 100 similar cases. Despite this, the patient's reaction was unexpected and severe. The physician believes that the patient suffered anaphylactic shock due to the placement of the hydrogel. Despite bsc's efforts, no further patient health information, underlying health concerns, details on the event and the patient's course after the event, or details regarding post procedure monitoring and observation have been received to date. If bsc receives additional pertinent information, it will be provided to the FDA in a supplemental medical device report. Additional information: the procedure was performed transperineal under less than 10 ccs of xylocaine administered locally. The patient was administered antibiotics prior to the procedure. The patient was discharged from the hospital a week after being admitted. The patient has reportedly stabilized.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0402 is being used to capture the reportable event of hypersensitivity/allergic reaction. Patient code e2336 is being used to capture the reportable event of shock. Patient code e0119 is being used to capture the reportable event of loss of consciousness. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional information received on july 01, 2025, added to block b5.